Event description:
It was reported that an unspecified alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place damaged pump in storage mode and return it via courier, and was advised to reenter pump settings and reconnect continuous glucose monitor once replacement pump, which was arranged under warranty, was received.